Event description:
A user facility reported that a patient sustained a burn at the treatment site following use of the opus system. Alma lasers inc. Conducted an investigation and determined that the event was most likely attributable to user technique. However, as the injury is expected to result in scarring, this event is being reported in good faith. The device was requested for evaluation; however, despite multiple due diligence attempts by alma lasers inc. To coordinate device retrieval, the customer has not responded.